Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip tips to be related to the customer complaint. During the visual inspection, the instrument was found to have a broke grip that was completely detached from the base. The broken piece was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument was damaged. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was nothing abnormal. One jaw of the maryland bipolar forceps instrument was used and interfered with the force bipolar instrument. When trying to resolve the interference, the tip of the force bipolar instrument broke. A fragment(s) fell inside the patient during an instrument tip collision. The customer performed an x-ray examination and matched the broken piece with the broken part of the forceps, it was determined that there was no residue left inside the patient¿s body. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument was removed during the procedure (prior to the breakage). The wrist was straightened. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The procedure was completed.